Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer reported that their device no longer had voice prompts when the power button was pressed and the device turned on. With no voice prompts, the device user would not have the ability to operate the device on a patient. There was no patient use associated with the reported failure.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. Physio observed a tin whisker between pins 7 and 8 of the on/off switch flex cable assembly which depleted the internal hlc batteries of the device. The customer received a replacement device.